Manufacturer narrative:
(B)(4). Unable to download. Device received with high sleep current. Problem isolated to electronic assembly.

Event description:
Customer¿s father reported via phone call that the insulin pump had low battery alert and failed battery alarm. The customer¿s blood glucose was 70 mg/dl and current blood glucose was 150 mg/dl. The customer was assisted with troubleshooting. Contacts are not missing, damaged or corroded. The customer stated that they inserted a new battery but the insulin pump did not turn on after restart process, but after few minutes, the insulin pump turned on but customer still received a low battery alarm and battery and reservoir icon shows red still. The device will be returned for analysis.